Manufacturer narrative:
The investigation for the flow saturation and the resulting pump stop have been completed. The returned pump was visually inspected and biomaterial was observed entraining the impeller and in outflow blocking the purge gap. The cause of the saturated pump flow and resulting pump stop was biomaterial. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 33yo male was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. It was reported that there were flow saturation issues followed by a pump stop. The device was removed and not replaced.